Manufacturer narrative:
Manufacturer ref#: (B)(4). After investigation the event is considered reportable. G4) similar to device marketed under PMA/510(k) k233680. Summary of investigational findings: when the user unsheathed the celect-pt filter during the procedure, it was noticed that the filter legs did not fully open. After shaking the introducer a few times, the filter legs opened. However, the user decided to remove the entire device and replaced it with a new set, which worked without any problems. No adverse effect on the patient was reported. A short fluoroscopy video clip of the deployment along with a single screen shot from the video were received and reviewed. The video confirms that a celect-pt was deployed via jugular approach, and it is confirmed that the filter did not open correctly during deployment. However the video begins with the filter already being unsheathed and deployed with an insignificant tilt in the ivc, still attached to the introducer. The video indicates that the filter was redeployed several times by advancing the filter caudally while retracting the sheath, instead of just retracting the sheath as stated in the IFU. During the several deployment attempts the sheath was advanced more caudally than where the filter feet were previously located, this may have inadvertently selected a lumbar vein ostium. During the second deployment with both the change of the primary filter sheath location, as well as the fact the filter was advanced forward out of the sheath, resulted in the primary filter feet either engaging in a small vein ostium, or even with the wall of the ivc inhibiting their expansion. Further downward force on the deployment system then resulted in worsening rightward angulation and unchanged tethered appearance of the primary filter legs with partial expansion of the secondary arms. Furthermore, the complaint device including a femoral introducer, jugular introducer, coaxial introducer system and a celect-pt filter, was returned for evaluation. The grasping hook of the jugular introducer was found to be elongated, which could have occurred due to retraction of the filter after advancement. The cause of the reported failure cannot be determined based on the device evaluation. Review of the device history record found that all discovered non-conformance's were properly dispositioned before release and no indication that the device was produced outside of specification. It is noted in the event description that the introducer with the filter was shaken a few times, however the IFU states that excessive force should not be exerted during placement of the filter. An exact cause for the filter legs not being fully expanded cannot be established, however it is likely that retracting the introducer with the filter both into and out of the introducer sheath could have affected the performance of the filter. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during the procedure, physician tried to unsheath the filter for deployment but realized the filter was not fully open. After shaking the holder a few times, the filter opened. Concerned, physician removed the entire ivc filter and applied a new set, which worked without any problems.